Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting increased defibrillation impedance measurements since (B)(6) 2011 and most recently was greater than 125 ohms. Additionally, elevated threshold measurements were observed. There was one episode of noise which was oversensed but did not result in any sustained episodes. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting techniques and other reprogramming configurations they could try for this lead. Noise could not be reproduced with arm movements or pocket manipulation. The consultant discussed a potential lead and/or lead to device connection issue and that the device may not be able to deliver therapy. The caller will discuss the clinical observations with the patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Subsequent information was received stating that a revision procedure was performed and the associated rv lead was removed from service and replaced. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.